Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and high defibrillation impedance was confirmed. However, the cause of the increase in impedance was unable to be determined as the product was not returned. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device me specifications prior to leaving abbott manufacturing facilities.